Manufacturer narrative:
A visual examination of the returned device found that the stent had been deployed from the device and was returned. No packaging was returned. The outer sheath was compressed proximal to the distal end of the outer sheath. The inner lumen was also compressed proximal to the distal tip, which is consistent with the compression of the outer sheath. It was noted that a uniform impression of the stent was present on the holding sleeve, indicating that the stent had been mounted as required during manufacture. No issues were noted with the profile of the deployed stent. Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprostheses was intended to be used during a stent placement procedure on (B)(6), 2011. According to the complainant, during preparation for the procedure, when the stent device was opened, it was discovered that the stent was already deployed off the delivery catheter. There was no other damage noted to the device. It was reported that there was no external damage to the packaging, the outer box, or the rest of the shipment. There were no patient complications reported as a result of this event, and the procedure was successfully completed with another wallstent rx biliary endoprostheses.